Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, during the follow-up check they have noticed anterior chamber irritation in patient which was still visible 6 to 8 weeks after surgery and macrophages on iol. By administering corticosteroid, pressure increased more than 60. The patient symptoms were resolved and there was no patient impact. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the second eye.

Manufacturer narrative:
Correction information was provided in d.6.a. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilization reports were reviewed and there were no issues with the sterilization process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received and stated, surgeon considers the lens material could have caused or contributed the event. There was no intervention for the event and events were continuing. Post medication drops included prednisolone steroid 6 times in a day. The event resulted is not clinically significant of visual change and there were no surgical complications. Additional information was received and stated, patient had prolonged anterior chamber irritation exists/existed in the sense of anterior uveitis.

Event description:
Additional information was received, the increased eye pressure is caused by cortisone (not antibiotics) and possibly uveitis components in the left eye. Patient symptoms were resolved. Patients show persistent anterior chamber irritation even 3-6 months after surgery. In addition, almost all patients develop an atypical accumulation of macrophages on the front surface of the iol, which can impair vision over time. Treatment for this prolonged healing process led to eye pressure decompensation with massively increased pressure values. In this case, treatment of the irritation has not yet been sufficient, as the irritation does not subside with nsaids (non-steroidal anti-inflammatory drugs) and a steroid medicine cannot be administered (pressure rises again). Two of the pressure patients had pre-existing glaucoma, but such an accumulation of pressure decompensation is unusual in such a small group, so there may be a combination of steroid response and uveitis component, cannot say for sure that the cause lies in the lens material. However, had not found any parallels other than the lens manufacturer. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.